Manufacturer narrative:
(B)(4). Unable to confirm complaint, device not returned. Most likely underlying root cause: strip issue.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention at this present time. Customer states that she received are result of 28 mg/dl fasting last saturday (B)(6) 2015 at 11:00 am and was presenting with symptoms such a confusion , drowsiness and shaking. The customer was taken to florida hospital emergency room. Customer states upon arrival her blood glucose levels were 48mg/dl. Customer states she was discharged around 4 pm in the afternoon and her blood glucose levels were 148 mg /dl. Customer explains after receiving the result of 28 mg /dl her meter no longer turns on by manually pressing the "s" button at the top of the meter or by inserting a test strip in the meter. The customer's expected blood results are 160-170mg/dl fasting. Verified the strips expired 7/21/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015.